Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead was returned in segments. It was analyzed and no anomalies were found. It was noted that the outer insulation was melted, the connector pin/crimp core was corroded and blood/body fluid was present on all conductors.

Event description:
It was reported that the atrial lead has had a drop in impedance and also a drop in sensing. The lead was removed and replaced. No patient complications have been reported as a result of this event.